Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger (insr) antenna was damaged and that the patient had poor coupling. The patient stated that the recharging system was only 6-8 months old, but that recently they have had a harder time connecting. A new antenna was sent to the patient. No further complications were reported. Additional information was received from a patient on (B)(6) 2017. The patient was calling to order more adhesive discs. The patient noted that they received a new antenna because they were having poor coupling and they just got it wired. The patient was still having the same issue since receiving their replacement antenna and noted that the poor coupling with their new antenna began about two weeks ago. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.